Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys (B)(4).mc1vr01-delsys product event summary: the delivery system was returned with the device attached. Visual inspection found that the wire mesh was exposed on the shaft near the proximal end of the sheath. Two kinks were identified on the shaft the first one occurring between 4.5 and 5 cm from the distal end of the shaft, the second one at 12.4 cm from the distal end of the shaft. The analyst noted that the device was seated in recapture cup with no visible cup damage. The analyst could successfully deploy and recapture the device. See photos. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device could not fully retract into the cone/cup during the procedure; prior to implant. There was a lot of resistance flushing and trying to retract the device into the cone. Pulling back on the device with the tether was attempted, but it was still unsuccessful at getting device fully retracted into the cone. The device was not used and was replaced. No patient complications have been reported as a result of this event.